Event description:
It was reported that this patient with this implantable pacemaker device experienced pain in the submuscular pocket where the device was positioned. The device was explanted and replaced. No additional adverse patient effects were reported.